Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of lead migration was not confirmed. The reported event cannot be analyzed by the failure analysis alone. As received, the lead body was found discoloration and passed the electrical test. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.